Event description:
Boston scientific received information that during implant testing at a device upgrade procedure from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) a right ventricular (rv) lead short circuit was identified. A shock on t-wave induced ventricular fibrillation and during the rescue attempt, the device made a popping sound. The patient was successfully externally defibrillated. An out of range shock impedance measurement was noted when checking the lead through the device. To confirm this was a lead issue, a conversion of ventricular fibrillation was attempted with the previous tachy device with the same results. The rv lead was then explanted and a new rv lead and crt-d were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.